Manufacturer narrative:
(B)(4): the customer reported the device fails during defibrillation energy charging, displaying defib failure cycle power with error code: 00020. The device then halts operation. The failure occurs when charging to higher energy levels. There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported the device fails during defibrillation energy charging, displaying defib failure cycle power with error code: 00020. The device then halts operation. The failure occurs when charging to higher energy levels. There was no pt involvement.